Event description:
A malfunction alarm occurred on the pump while it was pumping, and the customer's blood glucose level was not adversely impacted. The customer was unable to successfully load a new cartridge as the alarm recurred. Technical support assisted in loading a new cartridge, but when the issue persisted, they decided to replace the pump. The customer was guided to use an alternate form of therapy, specifically multiple daily injections (mdi), until the replacement pump was received. Technical support confirmed the shipping details and instructed the customer on putting the pump into storage mode and its return process.